Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of an s3: system fault alarm was confirmed; however, the centrimag motor was determined to have been unrelated to the cause of the event. The returned centrimag motor (serial number (B)(6)) was functionally tested and performed as intended throughout all testing. The serviced and tested motor was returned to the customer site after passing all tests per procedure. The root cause of the reported event was determined to have been related to an issue with the returned centrimag console (see MFR 3003306248-2024-02731) and was not correlated to an issue with the centrimag motor. Review of the device history record for the centrimag motor, serial number (B)(6) showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual (rev. L, section 3 "warnings and precautions") warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that during device preparation the console showed system alert: s3. The back-up console was changed but the same motor remained kept. The console and motor were still in use. The console was turned off after the event and log files were not available.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.